Event description:
Device analysis was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that during a routine follow-up, the right atrial (ra) lead pace impedance was found to be greater than 3000 ohms. Sensing, thresholds, and unipolar impedances were within normal range. The issue was thought to be related to a connection issue. During a revision procedure, the ra lead from another manufacturer was removed from this pacemaker and was tested with a pacing system analyzer. The lead tested within a normal impedance range. The physician removed and replaced the lead and the device. No additional adverse patient effects were reported. This product has been returned. This report will be updated upon analysis completion.